Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving compounded fentanyl with an unknown dose and concentration, compounded bupivacaine with an unknown dose and concentration, compounded clonidine with an unknown dose and concentration, and compounded baclofen with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported a review of the patient's hospital records revealed a magnetic resonance imaging (MRI) on (B)(6) 2018. A review of the programmed reports/device interrogation from (B)(6) 2018 revealed a pump motor stall on (B)(6) 2018 at 13:19 without a recovery until (B)(6) 2018 at 15:19 (delayed recovery). No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump motor stall. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The motor stall was noted to be related to MRI. No further complications were reported/anticipated.